Event description:
It was reported that the articular surface would not lock into the tibial component. Another similar implant was not available, so an lcck articular surface was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.